Event description:
It was reported that during a stenting treatment procedure, stent damage or stent fracture occurred. The target lesion was located in a re-stenosed non-bsc stent located in the right coronary artery (rca). The 4.0x8mm promus element stent was deployed in the osital rca, following deployment the physician noted that the stent was fractured or deformed due to the ostial location. The stent delivery balloon was re-inflated to a high pressure to treat the damaged stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).